Event description:
It was reported that the patient experienced a lower urinary tract infection (uti). Bactrim ds 1 tab orally twice daily (for seven days) was administered starting on (B)(6) 2015. The event is considered ongoing. There were no further patient complication reported as a result of this event.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae as of (B)(6) 2015. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated that on (B)(6) 2015, the patient was prescribed macrobid 100mg by mouth twice a day, for 7 days, along with trimethoprim 100 mg on monday, wednesday and friday. The event was considered recovered/resolving (adverse event improving). There were no further patient complications reported in relation to this event.